Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the attempted left ventricular (lv) lead and the lead dislodged. It was noted that the guidewire may have been in contact with contrast medium. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor was not obstructed but the distal conductor was distorted due to the competitor guidewire being pulled out. Visual analysis of the lead indicated damage at implant. The analyst noted a test sample guidewire was fully inserted in the lead. If information is provided in the future, a supplemental report will be issued.